Event description:
It was reported that patient underwent a pelvic floor repair and cystoscopy without problems in 2006. The postoperative course was uneventful with normal laboratory studies. A pack and foley catheter were removed in 24 hours, and the patient went home on estrace cream, analgesics, and surfak, after a voiding trial. The patient was seen in 2006, and the following year. At six weeks, a 1 x 1 cm area of extrusion was noted at the upper vaginal cuff area in the midline and cream was continued. One month later, the area of visible mesh was again noted. Local anesthetic was injected, and the area of mesh was excised and sutures were placed to close the defect. Cream was continued and the patient will be seen in four weeks for follow-up.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.